Manufacturer narrative:
One device was returned for evaluation. Visual inspection of the device found that the cuff was blousy and discolored. Functional testing involved inflation testing and found that the cuff did not inflate. It was determined the leak was near the distal cuff band. Microscopic inspection of the cuff found that the discolored portion had several wear marks and bubbles. It was suspected that the change in texture and shape of the cuff was likely due to applied petroleum-based cream. This is contra-indicated in the instruction for use. There was no evidence to indicate if a petroleum-based cream was definitively used. Based on the evidence, a root cause was unable to be confirmed.

Event description:
Information was received indicating that two weeks post placement of a smiths medical portex® bivona® adult tts¿ tracheostomy tube was required to be changed out. It was reported that an air leak was noted after repetitive suctioning of the patient. No adverse patient effects were reported.